Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of back pain ('chronic low back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), vertigo ("vertigo") and malaise ("feeling of malaise"). The patient was treated with surgery (essure removal). At the time of the report, the back pain, alopecia, vertigo and malaise outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, malaise and vertigo with essure. The reporter commented: the defective sample was available. Most recent follow-up information incorporated above includes: on 19-dec-2019: this case was found to be duplicate of case (B)(4). All information from this report was transferred to the remaining case (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of back pain ('chronic low back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), vertigo ("vertigo") and malaise ("feeling of malaise"). The patient was treated with surgery (essure removal). At the time of the report, the back pain, alopecia, vertigo and malaise outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, malaise and vertigo with essure. The reporter commented: the defective sample was available. Amendment: the report was amended for the following reason: essure device was removed. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of back pain ('chronic low back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), alopecia ("alopecia"), vertigo ("vertigo") and malaise ("feeling of malaise"). At the time of the report, the back pain, alopecia, vertigo and malaise outcome was unknown. The reporter provided no causality assessment for alopecia, back pain, malaise and vertigo with essure. The reporter commented: the defective sample was available (discrepancy noted: device removal was not mentioned). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.